Event description:
It was reported there was an apparent lead fracture, unacceptable thresholds, no capture, high impedance and oversensing. The lead was removed and replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead returned and analyzed.